Manufacturer narrative:
Concomitant medical products: 4143842, 02-010-01-0230, composant femoral logic a cimenter t.3 gauche 3928452, 02-012-45-3030, embase tibiale fit logic cimentee 3f/3t 3711927, 200-02-41, implant patellaire 3 plots. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a male patient, initial left knee implanted on december 15, 2015, underwent a revision procedure on (B)(6) 2022, approximately 6 years 9 months post the initial implant procedure. Change of insert following signs of asymmetrical wear. Inserts were identified as being part of the recall. Clinical signs were hydarthrosis, general laxity & sub-luxation of the patella due to major swelling. Initial insert was retrieved & replaced: the explant showed signs of asymmetrical wear but was not showing signs of delamination according to the surgeon. No back wear visible. The insert was replaced with a 15mm psc (initial one was 13mm). The product is available for return.

Manufacturer narrative:
The revision reported in case-2022-00006588 was likely the result of prosthesis wear consistent with oxidative degeneration of the polyethylene. Contributing factors to the severity of the wear on the returned tibial insert may have been result of being packaged in a non-conforming vacuum bag for more than five years and instability of the knee.